Event description:
It was reported that the patient's implantable pulse generator (ipg) was visible and bulging through the skin which was attributed to weight loss and decreased subcutaneous fat coverage. It was also stated that the patient was experiencing pain which was described as intermittent, numbing and stabbing. The patient underwent a procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.